Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high and low blood glucose. Customer's blood glucose was 400 mg/dl and the low blood glucose was 55 mg/dl. Customer treated high blood glucose with insulin pump and low blood glucose with sandwich. Customer did not stated any symptoms related to high and low blood glucose. It was unknown if the auto mode feature was active or not at the time of incident. No further patient complications were reported. Troubleshooting was performed. The device will not be returned for the analysis.